Event description:
Boston scientific received information that the patient with this right atrial lead experienced hiccups and a "jumping" sensation. An x-ray was performed and the lead was found to have dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported. At this time, this lead has not been returned. If additional information is received, this report will be updated. The implant and event dates did not make sense so they were left off this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.